Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs, one with packaging displaying the reported lot number were provided for evaluation. Examination of the photograph notes that the valves appears to be activated by the connector. The provided photograph was brought to the mrb team. It was communicated that if the valve is left in the activated position, as seen in the photograph, there will be the potential for backflow to occur. Based on the provided photograph and information from the business unit mrb the reported defect is not confirmed to be a manufacturing defect. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "it was found that the safsite valve did not close, thus causing the blood leakage from the IV cannula".